Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer via e-mail stated that they threw out two oral-b brush heads because they did not attach properly to the toothbrush and a third head broke in their mouth during use. No injury was reported.